Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary tower, door 1 was intermittently failing and producing a clicking sound. The sensor incorrectly detected the door as closed while it remained open. The issue was intermittent and recoverable. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 31-mar-2021 and confirmed that this device was not previously returned for servicing, and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that door latch clicked multiple times and then failed. A field service engineer cleaned the latch contacts, applied enhancer, secured connections, and cleaned pins on the door controller to resolve the issue. The system functioned as intended after the field service engineer repaired the device.